Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 32x2.25 promus premier drug-eluting stent was advanced for treatment. It was observed under fluoroscopy that the stent was no longer between the two markers. Upon removal, it was noted that the stent was still on the delivery system; however, it concertinaed to half its original size. The procedure was completed with another shorter stent. No patient complications were reported and the patient's status was stable.